Event description:
The clinician reports, that the implant was inserted (B)(6) 2014 in ada 18 of the patient's mouth. Details of surgery are reported as follows: implant surface was not completely covered with bone and ridge augmentation was performed at time of surgery. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with bruxism. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.